Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event reported was (B)(6) 2013. Actual date of event, pain and non-union, is unknown. (B)(6) 2013 is the date when surgeon was aware. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
A patient reported pain at site of plate placement. X-ray revealed a non-union at the fracture site and broken plate. The x-rays suggested the breakage was due to stress at the fracture site. All screws were intact. Plate and screws removed. Consultant added that original implant surgery was done 5 to 6 months prior to removal. Hardware was replaced with another plate, 5 screws and 4 cables. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing evaluation of the device was performed and the report states that the plate is cracked through one of the holes. The plate meets the requirements of the drawing. This ensures that the reason for the break of the plate did not come from manufacture. The relevant dimensions were checked and no deviation was found. Required intervention as the device was removed. Manufacture date 03/16/2011.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was evaluated by product development engineer. The report states that the lcp plate (226.622) is part of the large fragment instrument and implant system and the locking compression plates narrow and broad, are intended for fixation of various long bones(technique guide (B)(4)). 4.5mm threaded cerclage positioning pins (298.803s) with their associated 1.0mm cables with crimp (298.001.01s) were utilized to fasten one end, and 4 screws (p/n unknown) were used on the other end of the plate. ((B)(4)). The returned broken plate's surfaces are homogenous and reflect consistent material. (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity. The plate was manufactured on 3/16/11 and is nearly 2 years old.

Event description:
This is report 1 of 2 for complaint (B)(4).